Event description:
The dolomite legacy walker in which the front wheel stem of the walker broke. The plastic housing broke in half and the entire wheel was released causing end user to fall into wife and suffer serious personal injuries.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
The serial number (B)(4) was provided.

Event description:
The dolomite legacy walker in which the front wheel stem of the walker broke. The plastic housing broke in half and the entire wheel was released causing end user to fall into wife and suffer serious personal injuries.